Event description:
It was reported that; the device was found in backup vvi mode. Technical support was contacted and the device was successfully restored. The patient was stable with no consequences.